Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was working intermittently. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that biometric identifier (bio ID) was working intermittently. A field service engineer (fse) reseat universal serial bus connection to bio ID & docking unit to resolve the issue. Fse ran hardware test application test successfully. The system functioned as intended after the field service engineer repaired the device.